Manufacturer narrative:
The pump was returned to animas. Evaluation revealed all buttons were intermittently activating pump functions when pressed. Adhesive was found under keypad button contacts. Unrelated to the button issue, the battery compartment was cracked and a leak test found leakage from the battery case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that there was a delay in activating pump functions when the ok and enter buttons were pressed. There is no evidence of misuse of the pump and the patient does not clean the pump. There was no reported patient impact associated with this complaint.